Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-04253. It was reported therapy was lost due to erosion of the occipital lead. As a result, surgical intervention was undertaken during which time both leads were explanted and replaced with two new models. Postoperatively, stimulation was restored hence the issue resolved.